Manufacturer narrative:
The complaint of failure to capture was not confirmed. The device was received at normal range of operation with inductive telemetry working appropriately. Functional analysis of the device was performed, including output monitoring and capture testing, and no issues or anomalies were noted. Further analysis of the device header did not find any issues. A longevity assessment was performed and the device was found to be in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Implant date is estimated to have occurred in 2020.

Event description:
It was reported that the patient experienced syncope due to loss of capture on the device; the device was reprogrammed. The patient experienced syncope so the device was explanted and replaced to resolve the event. The patient was stable following the procedure.